Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(6) 2011 and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2011, the patient contacted animas alleging low blood glucose (bg) levels for the past 2 weeks. The patient indicated that she had decreased her basal rate to 0.50 units/hour but her bg levels were still dropping too low. The patient reported a bg reading of "23 mg/dl" on (B)(6) 2011. No specific symptoms were alleged. Her husband reportedly treated her with a glucagon injection. After receiving the injection, the patient claimed that her bg level went up to "168 mg/dl." A review of the pump's basal settings revealed a basal rate of 0.70 units/hour for all times of the day. The patient claimed that must not have decreased the basal rate accurately because she thought it had been decreased to 0.50 units/hour. A review of the bolus history revealed that all boluses were completed and administered as intended. The patient denied having any changes to her diet or activity. She denied consuming alcohol. The animas representative involved in this contact instructed the patient to contact her health care provider (hcp) to discuss the recurring hypoglycemia. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she obtained a low blood glucose reading that meets animas' criteria for a serious injury. The low bg might have been related to a higher than intended basal rate.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.